Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that was trying to change her sensor and three of the sensors needles tip broke off and did not go into her skin properly. Customer stated that assistance was provided. Nothing further was reported.